Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The software was updated. The system was then tested and met all product specifications. The root cause cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: rebooted system to continue treatment. The nurse reported, a system message displayed during surgery after 200/300 laser shots. After rebooting the system, the laser worked fine. The nurse stated, this has occurred 5 times in 2 weeks. No pt injury has been reported.